Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a bilateral deep brain stimulation (dbs) procedure. It was reported that both trajectories were deviated by 2 mm. The trajectories were not deviated in the same direction. The manufacturer representative noted that the CT to MRI fusions were good and the rbt device had passed a 3-point and 27-point accuracy test prior to the case. There was no patient harm and the procedure was delayed less than an hour.